Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart or watchdog set test failure alarm anomalies noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart and set test failure. The customer's blood glucose was 294 mg/dl. The unexpected restart alarm is recurring during normal pump use. The customer was advised the pump will be replaced. The customer stated the suffered from high blood glucose of 294 mg/dl; treated with insulin injections.